Manufacturer narrative:
The reported event was confirmed through functional testing of the thermogard xp ivtm console (B)(4). The root cause is due to shorted pin in the wire harness connection to the cooling engine. Evaluation of the console revealed a tcmid02 (ce danfoss error) error message during initial power up. Upon replacement of the cable harness, the console was functionally tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with (B)(4).

Event description:
It was reported that during patient cooling therapy, the thermogard console (B)(4) displayed intermittent tcmid02 (ce danfoss error) error message. The patient's ivtm therapy was subsequently discontinued and the patient was treated with icepacks. The console was taken out of service. No known patient impact or consequence was reported. No further information was provided.